Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received no delivery alarm and motor error. The customer's blood glucose was 249 mg/dl at the time of incident. Customer stated they have tried all remedies. Customer declined to continue troubleshooting for the no delivery alarm. The patient had not tried different cannula lengths. The customer advised the pump will need to be replaced. The customer advised to retrieve and save pump settings. The customer advised to revert to backup plan per health care professional instructions. The device will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No excessive no delivery or occlusion alarm noted. No motor error alarm noted. Motor passed motor test. (B)(4).